Event description:
It was reported that during equipment testing conducted by a manufacturer marketing representative at the user facility the sonopet 110v console irrigation would not work. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.